Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was not returned to fisher & paykel healthcare for evaluation. Our investigation is accordingly based on the information provided by the hospital, previous investigations into similar complaints, and our knowledge of the product. The customer reported that the neopuff had a broken gas outlet port. The lot date shows the device is over thirteen years old. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped, or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator had a broken gas outlet port. There was no reported patient involvement.